Event description:
There was one resolute integrity drug eluting stent implanted during the index procedure in the lmca. It is reported that the patient suffered a perforation of the ramus and an mi on the day of the index procedure. Investigator indicated that the event was not related to the study stent. It is reported that the patient was discharged.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi and dissection).